Event description:
The reporter stated they received a micl 13.2 mm implantable collamer lens and a piece of the haptic was missing when the lens was taken out of the vial. There was no pt contact. There was no attempt to load the lens. Backup lens, same model and size was implanted. Reporter stated lens was received defective.

Manufacturer narrative:
(B)(4): method - lens work order search. Result - visual inspection of the returned product found a small piece of haptic torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complains were found within the same work order. Conclusion - no conclusion can be drawn. Based on the complaint history, work order search and the eval of the returned product, a specific root cause of the event could not be determined.